Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 88 year old female patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient presented in scai stage a prior to pump placement. The pump was delivered to the ventricle over the non-abiomed .018 boston scientific wire and was found to be unable to flow above 1.5l/min without suction alarms. The team troubleshot by assessment of the volume and pump position. There was a belief that the small ventricle may have inhibited the flows. The pump was in proper position. The team made decision to explant and replace the pump. The impella cp device was exchanged for another impella cp without any observed impact on the patient¿s hemodynamic status. Patient survived the event and low flows.

Manufacturer narrative:
Additional information was received stating a second impella pump was inserted due to coronary perforation and an incomplete revascularization was completed.